Event description:
It was reported that the buttons on the insulin pump were unresponsive and that the insulin pump alarmed for a button error. The button error alarm could not be cleared, the blood glucose reading was 161 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.